Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, the device was successfully interrogated. Engineering calculations determined that this device did meet expected longevity. Microscopic visual inspection identified marks on the casing from the explant procedure. The device was put through and failed a portion of diagnostic testing that assesses the therapy availability of the device. The stored memory was reviewed and the device exhibited normal charge times prior to explant. The device performed an automatic capacitor reformation in (B)(6) 2010 (post-explant). Although a charge time-out occurred due to high cell impedance, further review of the memory log determined that no component failure was present at that time. Subsequently, extensive laboratory testing found that a device transformer had been damaged. It was concluded that the failed therapy availability test was the result of induced damage that occurred post-explant prior to arrival at boston scientific post market quality assurance laboratory.

Event description:
Boston scientific received information that this device was explanted due to normal battery depletion. There were no allegations or complaints against the device's operation, functionality or longevity. The device was received at boston scientific's return products department for laboratory testing.